Manufacturer narrative:
Analysis of the data/database found the customer comment that the mobile programmer froze and became unresponsive was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer froze and became unresponsive. It was noted that no longer possible to access the authentication page of the facility guest wireless fidelity (wi-fi) network after the mobile programmer was updated. There was no patient involvement.